Manufacturer narrative:
The device was not identified by serial number; however, the customer has identified 2 possible serial numbers, (B)(4) and (B)(4). The devices are expected to be returned for testing. They have not yet been rec'd. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device did not deliver. On an unspecified date and time in the overnight recovery area, it was reported the device history was cleared and the device was programmed to deliver a 30 ml vial of dilaudid 0.2 mg/ml, in the pca only mode, with a 0.4 mg loading dose, a 0.2 mg pca dose, an 8 minute patient lockout, and a 4 mg 4 hour dose limit and the delivery was started. After an unspecified length of time during night shift, it was reported that the patient's pain was rated 10 out of 10 and the physician was notified. At an unspecified time, it was reported that pca therapy was discontinued. The patient was treated with oxycodone 10 mg orally every four hours as needed for pain. It was reported, the patient rec'd multiple doses of oxycodone and the pain was relieved. At an unspecified time, it as reported that the night shift nurse noted that the device display indicated 40 ml had been delivered, however; the vial was still full. The device was removed from clinical service. No add'l info was provided,